Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during a discussion in training (PICC workshop), the customer mentioned an increase in suspected PICC line infections reported by the community nurses. At this time, there is no further information.